Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power system error alarm on the insulin pump. Customer's blood glucose was 7.2 mmol/l. Customer replaced the battery during the night and in the morning. Customer uses duracell batteries. Customer was asked to remove the internal battery and wait until the pump stopped alarming and blinking. Customer placed a new battery, deleted the alarm, programmed the time and date again, rewound the pump, and performed the fill procedure.